Event description:
It was reported by failure investigation, that the device displayed an error code 1108 check vent: machine pressure sensor auto zero failed message. The customer reported there was no patient involvement at the time the issue was discovered. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The gas delivery subsystem (gds) assembly was replaced and returned to the failure investigation lab (fi). A visual inspection of the gds revealed no evidence of damage or contamination. The fi technician installed the gds into a fi ventilator to duplicate the reported issue. The customer complaint was verified. Root cause was physical damage to the daq board.